Event description:
It was reported that a doctor placed an implantable neurostimulator (ins), tested impedances, and multiple electrode settings were showing out of range. The doctor took the ins out, removed the lead, cleaned it off, put it back in making sure they could see blue, did a tug, and it wouldn¿t hold the ins. The set screw wouldn¿t lock. It was believed that the set screw didn¿t lock initially upon first insertion, although they never did the ¿tug test.¿ the doctor was aware of the set screw rule to not twist more than half a rotation when taking it out. The ins was defective and was not implanted. A new ins was used and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical devices: product type: lead, product type: programmer, physician. (B)(4).